Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. Accuracy testing was completed using retained kits of reagent lot 30042m500 and acceptance criteria were met. Analysis of field data showed the median patient value has not changed over time. Tracking and trending identified no atypical complaint activity related to the issue under review. Labeling was reviewed and found to be adequate. A product deficiency was not identified.

Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The architect generated a ca 19-9 result of 110 u/ml. The patient had historical ca 19-9 results of 3 in (B)(6). The falsely elevated ca 19-9 results were not reported outside the laboratory and there was no adverse impact to patient management reported.